Manufacturer narrative:
External insulation abrasion was noted at 12.8-14.1 cm from the connector pin, consistent with lead friction to the ICD. The rv conductor etfe coating was abraded and the rv conductor was broken at this location. External insulation abrasion was noted at and 14.2-15.1 cm from the connector pin, consistent with lead friction to the ICD. The svc conductor etfe coating was abraded and the svc conductor was broken at this location. This is consistent with the observation from the field of capture anomaly and high lead impedance.

Event description:
It was reported that the rv lead exhibited high, hv lead impedance and capture thresholds. Additionally, externalized conductors were also noted at the time of lead revision. The lead was explanted and replaced. The patient condition was stable.